Manufacturer narrative:
This report is submitted on may 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use, it was found the tip of the electrode array was partially inserted and folded over in the cochlea. Subsequently the device was explanted (B)(6) 2017, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted (B)(6) 2017.